Manufacturer narrative:
On 14-feb-2022, mentor received additional information regarding the suspected medical device. Additional information revealed that the reported device was manufactured by another company, and mentor will not continue on the product investigation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a primary breast augmentation with an unknown mentor saline prosthesis experienced spontaneous right sided deflation post procedure. A physical examination confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 13, 2022 indicated that the patient removed the device on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).